Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. From the second to the fifth sets of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. For the first set of data, both inratio and lab values were > 5.0, the values were not considered inaccurate. No further testing required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table.